Event description:
On march 2, 1998 nellcor puritan bennett rec'd info alleging that a npb model n-20 pulse oximeter was providing oxygen saturation readings of "100% all the time". The end user stated there was no patient harm due to the reported difficulties.